Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. There was no impact to the customer's blood glucose (bg) level. The customer was able to successfully load a new cartridge and resume insulin therapy, and also indicated that manual injection supplies were available.